Event description:
The customer reported that the device would "not read the vtach". It was not reported whether this symptom occurred while monitoring the leads ECG waveform or whether it occurred in the AED mode. There was no report of pt involvement or negative pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.